Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient faced tape not sticking event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 460 mg/dl and got treated with correction by pump.the blood glucose was high for 3-4 hours. No further information available.